Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. However, the field service engineer of olympus europa se & co. Kg (oekg) checked the subject device on-site and confirmed the power switch was damaged and the metal part of the power circuit was exposed. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the aging deterioration because approximately twelve years had passed from the subject device had been manufactured. In addition, it was considered that the subject device was damaged due to normal use because it was a pre-measure product to attach the main switch cover. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer (fse) of olympus (B)(6) checked the subject device on-site and confirmed the reported phenomenon, and also confirmed that behind the power switch cover there was a glow lamp which was normally operated at 230 volts. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the reprocessing of the subject device, it was found that the green plastic cover of the power switch was broken off. There was no report on when this event occurred, and there was no report of patient injury associated with this event.